Manufacturer narrative:
The customer photographs were returned for investigation. The issue reported, tubing leak, was verified however difficult to see in the provided photographs. The tubing leak is found to be likely at the tube to spike chamber bond. With that, the root cause for the reported incident is most likely due to manufacturing operator error during the bonding process. The manufacturer has reinforced re training for tube bonding instructions. The device history record was reviewed and did not show and related nonconformances, this lot passed release testing. No further action is required. Investigation complete. (B)(4).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot e146 was conducted. There were no non-conformances. This lot met all release requirements. A review of e146 for the reported issue shows no trends. Trends were reviewed for complaint category tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photos is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer is reporting a tubing leak at the bottom of the anticoagulant drip chamber. The leak was discovered during the treatment. The kit had been primed successfully without any leaks observed. However, once the treatment had processed, 500mls of whole blood the customer had then noticed the leak. The treatment was aborted with no blood return. The patient was in stable condition and not affected by the incident. The customer provided photographs of the incident to be investigated.